Manufacturer narrative:
(B)(4). One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the inner needle has broken where it interfaces with the shaft. The break area is bent and twisted. Dimensional assessment of the needle assembly found it met print specifications. The failure of this device is the direct result of being bent during use. . There are no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the device broke off during a knee arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury was reported.